Event description:
It was reported that a user experienced dexcom g7 pairing failures to the ilet, with the pump repeatedly reverting to the start sensor screen until the correct sensor pairing code was entered; during the pairing attempts the user¿s blood glucose was elevated and the user was instructed to use bg run mode and perform a fingerstick while the dexcom app on the phone showed the sensor working. Investigation of this case revealed user error due to entry of the wrong pairing code, after which the cgm successfully connected and functioned as intended. Symptoms included hyperglycemia with reported values up to 312 mg/dl. Outcomes included temporary hyperglycemia that resolved after successful pairing and resumption of automated insulin dosing, with no injury or hospitalization. Investigation included technical troubleshooting and user education conducted remotely. It was concluded that the event resulted from use error and not a device malfunction, with the system performing as designed once the correct code was used. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.